Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A connector on the lcd screen was found to be disconnected. The connector to the device's lcd screen was reconnected to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.